Event description:
I got essure. I did the dye test and was told I was sterile. A year later, I became pregnant. That pregnancy ended in c section. Dr couldn't find the coil in my tube. I have had pain and have now had to get an x-ray and an MRI to find the location of the coils. Now I will need to have surgery to have them removed from my uterus.